Event description:
On (B)(6) 2011, the pt underwent emergent replacement of the ascending aorta and aortic valve resuspension for an acute type I aortic dissection. On (B)(6) 2011, computed tomography angiogram revealed a residual aortic arch dissection extending through the entire descending thoracic aorta, and into the upper abdominal aorta. On (B)(6) 2012, the pt underwent resection and replacement of the ascending aorta and transverse aortic arch, debranching of the innominate and left common carotid arteries, and thoracic endovascular repair of the dissection with a gore tag thoracic endoprosthesis. On (B)(6) 2012, the pt was implanted with a second gore tag thoracic endoprosthesis, extending the existing stent garft system distally through the descending thoracic aorta. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pts with acute and chronic aortic dissections.